Event description:
Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04573. It was reported the patient experienced ineffective therapy. Diagnostics indicated the patient had impedance issues and lead migration. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue.